Event description:
It was reported that an impaction drill with the bur guard attached appears to be overheating when in use. There was pt involvement when this was first noticed, but no adverse consequences were reported as a result of this event.

Manufacturer narrative:
The handpiece will not be returned to the MFR for investigation. The customer sent the device to a third-party facility for repair. The reported condition of the device overheating during usage cannot be confirmed without the product being available for eval.